Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that three swivelocks, ar-2324bct-2, were being used during a procedure. Upon insertion of each swivelock, the eyelet of the anchors were successfully inserted and held the desired tension in the sutures for the repair. With all three anchors, the inserter was removed with the stay sutures still attached- the eyelets had broken. The swivelocks were all left in the patient and the case was completed without further incident. All three swivelocks were from the same lot number.